Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was attempting to cross the right tricuspid valve with the right ventricular leadless pacemaker (vlp). It was discovered that the perspective sleeve was billowing but the physician continued to advance the catheter and while pulling back the position sprung the helix. The vlp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.